Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging her onetouch veriopro meter read inaccurately high. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests her blood glucose 8x daily and her usual results are around "70-160 mg/dl." The patient manages her diabetes with novorapid insulin and levemir insulin. The alleged issue began on (B)(6) 2013. The patient reported a blood glucose result of "138 mg/dl" with the subject meter. The patient denied making changes to her usual diabetes management routine based on the alleged result. About 30 minutes later, the patient claims she felt symptoms of sweat and trembling which she associated with low blood glucose. The patient retested with the subject meter and obtained a blood glucose result of "40 mg/dl." The patient ate glucose, a banana and a "hunch of bread" as treatment and felt better 2 hours later. For reasons unclear, after her symptoms, the patient reportedly administered self an increased dose of novorapid insulin. On (B)(6) 2013, one day after the start of the alleged issue, the patient started comparing results of the subject meter with another device. The patient reported blood glucose results of "93, 140 and 154 mg/dl" with the subject meter and "77, 112 and 115 mg/dl" on another meter, performed within 30 minutes of each other, respectively. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.